Manufacturer narrative:
The explantation is consecutive to the rupture, first of the screw, second of the abutment, and thirdly of the implant. After asking the practitioner, the abutment and the prosthetic screw were returned to us. The implant and the prosthetic screw are manufactured by anthogyr. The abutment is custom-made. The patient is a man, and is (B)(6). He has a medium bone density. According to the practitioner, the patient had come to his occlusion control on (B)(6) 2017. The practitioner did send us a radio but it is no sufficient for analysis. We asked for a more precise panoramic radio, but the practitioner does not have one. It is so difficult to analyze with precisely if the prosthetic construction is normal or not. Given these elements, it is difficult to go further in our analysis.

Event description:
The practitioner decided to remove the implant after the fracture of the abutment and the screw of the prosthesis, and after the breakage of the implant. The implant has been placed in 23 position on (B)(6) 2016, and has been explanted on (B)(6) 2018.